Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to high pacing thresholds and high out-of-range pace impedance measurements greater than 2,000 ohms. No additional adverse patient effects were reported.